Manufacturer narrative:
The device associated with this report was not returned. Previous investigations found this failure was evaluated by metallurgy. The distal fracture surface of the end cap was examined using stereomicroscopy and scanning electron microscopy. The fracture features are consistent with high stress low cycle rotating bending fatigue from striking the end cap off-axis from a perfect end strike, possibly in multiple various directions. The end cap may foreseeably fracture if impacted off-axis. Based on the performed investigation, corrective action is not needed at this time. Continue to monitor via post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When using the impactor handle with a mallet the end sheared off. I have just been informed that this happened three times recently.